Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: unknown. Batch#: unknown. It was reported by customer that these needles are used by a physician who runs a pain clinic here at our facility and he has indicated that some of them are obstructed. On average he uses approximately 60 per week and of those, he is reporting that 2-3 are usually obstructed. He has been using these needles for several years now and has never had any problems until this spring. Verbatim: complaint received via email(s) attached. "These needles are used by a physician who runs a pain clinic here at our facility and he has indicated that some of them are obstructed.on average he uses approximately 60 per week and of those, he is reporting that 2-3 are usually obstructed. He has been using these needles for several years now and has never had any problems until this spring. " is the experiencing the same issue with both the 1-inch and 1/2-inch needles? Yes. Can you provide specific details about the issue facing with the shorter needle? No, both needle lengths have had issues, though it seems to be more common with the 1-inch needles. Has used the shorter needle before, and if so, did encounter any problems? Used the 1/2-inch and 1-inch about the same, though I am using the 1-inch more recently.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported some of the needles are obstructed. To aid in the investigation, five samples with no packaging blisters were received for evaluation by our quality team. Three samples have the plastic shield, and two samples do not have the plastic shield. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. None of the samples expelled the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lots 4060056 and 4060059. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Bd precision glide needle 30g x 1/2 bd305106, lot #4060056 and lot #4060059.